Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly and the clip applier also did not fire. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and led to the reported event of will not fire. However, no conclusion could be reached as to what may have caused this condition.